Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The pump battery gauge had been at 75% battery life, prior to the customer going to sleep. When the customer awoke in the morning, it was noted that the pump had shut off. The customer's blood glucose level was 240 mg/dl. The customer took a manual injection.